Event description:
It was reported that bd ultra-fine¿ insulin syringe had scale marking issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the scale is misaligned. The returned syringe was tested using the plug gauge and all scale marking placements fell within specifications. No defects were observed on the sample. Unable to perform DHR check due to unknown lot number.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had scale marking issues. No serious injury or medical intervention was reported.